Event description:
It was reported that customer did not initially see drops of insulin at end of tubing during fill step of load process, and customer also noted blood glucose level in 300s. There was no adverse impact to the customer¿s blood glucose level. Customer followed guidance from technical support to continue filling tubing until drops were visible, then completed load process and successfully resumed insulin delivery with assistance from support.